Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the two spikes of a uromatic tur administration set separated from the tubing. This reportedly caused the entire contents of a 3l bag of sodium chloride uromatic glycine to leak out. It was not specified if the patient was connected when this occurred; however, the solution reportedly spilled onto the patient and doctor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.